Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter. The identified "downstream occlusion" alarm was confirmed and reproduced during eval. The eval found the ultrasonic sensor readings to be low contributing to the reported symptom. The low readings were due to a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing, it was found that a spectrum pump had a constant upstream occlusion. There was no pt involvement.